Manufacturer narrative:
Investigation results: the wire driver attachment was received for evaluation and the reported problem was unable to be confirmed. The device was tested and found to function to specification. The instruction manual for this wire driver informs the user that the cannulation of this device accepts wires from 0.028 in. (0.71mm) to 0.062 in. (1.57mm). The size of the wire in use at the time of occurrence is unk. Conmed linvatec will continue to monitor this device for failures.

Event description:
It was reported that during the use of this wire driver attachment in a percutaneous pinning of the hand. A tattoo-like mark was noted on the patient's skin at the wire insertion site. The surgeon removed this tattoo-like mark from the patient's skin during this procedure. It was reported that this mark measured approximately 2mm. Following, the procedure was completed as intended and no additional treatment was required.